Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 10/25/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The returned battery cap was unable to tighten properly on to the pump due to damaged threads. The battery compartment was intact with no evidence of moisture intrusion inside. Moisture was evident behind the display. The pump failed to power up with the returned cap or a test cap. The reported power issue with moisture ingress was verified by the investigation. A leak test showed a leak at the display lens. Pump casing was opened and additional evidences of moisture intrusion were found inside the pump. The remaining testing was not completed due to the no power and moisture contamination issues.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed in the battery compartment. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.